Event description:
A report was received that a patient was feeling discomfort at the pocket site. The patient exhibited symptoms of heat at the pocket site and the skin was tender and painful. The patient's physician suspected infection and prescribed the patient antibiotics. The patient is no longer exhibiting the symptoms of infection and is reportedly doing well.

Manufacturer narrative:
A review of the manufacturing documentation of the device found that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization records of the device found them to be satisfactory. This is the final report.